Manufacturer narrative:
Initial reporter phone no. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient presented to the emergency room and was admitted to the hospital for the event. The same day the patient was treated with vancomycin (2g, once daily, intraperitoneal, discontinued after 3 days), ceftazidime (2g, once daily, intraperitoneal, discontinued) and cefazoline (2g, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date during hospitalization, the patient was retrained on the proper aseptic technique. Three days after hospital admission, the patient was discharged and was recovered from abdominal pain and cloudy effluent. At the time of this report, the patient has completely recovered from peritonitis after completion of antibiotic therapy for 28 days. Pd therapy was ongoing. No additional information is available.